Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. Reportedly, the customer was able to successfully load a cartridge after several attempts. The customer's blood glucose (bg) level was 160 (mg/dl). Reportedly the customer has a backup pump and manual injections as alternate insulin therapy until the replacement pump is received.